Manufacturer narrative:
(B)(4). The 26mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test 10f loader, advanced to a test 10f sheath, deployed and retracted without difficulty, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an atrial septal defect (asd) closure, stop flow fluoroscopy and toe assisted measurements were 19mm on one axis and 25mm on another. Due to anatomy the decision to use 26mm amplatzer septal occluder (aso) was made. On deployment the aso appeared under sized and not stable so a decision was made to upsize to a 28mm. The 26mm aso was difficult to re-sheath but was successfully retrieved into the 10f amplatzer torqvue 45 delivery system (dtv45). According to the echocardiogram, the asd had increased in size and there appeared to be tissue caught between the aso and dtv45 once removed and examined. All parts of the aso and dtv45 sheath appeared normal with no defects noted. The patient remained stable and has been referred for surgical closure.